Manufacturer narrative:
Product analysis: analysis confirmed the customer comment of damaged display and additionally noted that the upper and lower cases were broken, the main printed circuit board was out of specification in an electrical manner and the encoder assembly, one knob and two output connector nuts were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lower liquid crystal display screen of the external pulse generator was broken. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection: no anomalies. Benchtop analysis: assembled into a golden unit. Ran on automated test console. Failed atrial pulse noise test, 113.97mv. Measured atrial pulse noise is within the requirements of the atrial pulse noise test (0-100 mv). Measured atrial pulse noise on the bench at 64.28mv. Logs analyzed, no errors found. Confirmed unit fails atrial pulse noise test, but atrial pulse noise level measured is within device specifications. Conclusion: no defect found. If information is provided in the future, a supplemental report will be issued.